Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the endoscope did not rotate as intended. The customer replaced the endoscope to resolve the issue. The customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance. The tse had the customer check the original endoscope rotation, which was normal. Therefore, the tse explained that the issue could be due to a loose sterile adapter (sa). The customer would check the endoscope again after the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope would not be returned. After the customer removed the endoscope, the endoscope was revered when it was reinstalled. The event did not involve inverted image or reversed control on system arms. The vision did not change on its own. The endoscope did not rotate as intended. The issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The 30 degree endoscope was replaced to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.